Event description:
Reportedly, during pt use, a low pressure alarm occurred and the ventilator stopped ventilating. The pt's oxygen saturation level decreased from 100% to 0%. The pt was taken off the ventilator and manually ventilated with a bag value mask (bvm); the pt's oxygen saturation level returned to normal. The pt was then switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
The device has not yet been received for analysis. Upon return, device eval will be performed and the results will be included in the f/u report.